Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Firmware diagnostics revealed there had been a sudden drop in the battery voltage with recovery shortly after. Further analysis of the battery cells did not identify any characteristics that would have caused or contributed to the reported observations and the event could not be reproduced.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code that indicated possible premature battery depletion. Data analysis indicated that the battery voltage had dropped rapidly and unexpectedly over the previous eight days, though the cause was not apparent. Technical services recommended device replacement. It was additionally reported that the device was successfully replaced. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code that indicated possible premature battery depletion. Data analysis indicated that the battery voltage had dropped rapidly and unexpectedly over the previous eight days, though the cause was not apparent. Technical services recommended device replacement. It was additionally reported that the device was successfully replaced and is expected to be returned for analysis.